Event description:
There was no device malfunction, revision procedure was due to post-op pain, it was noted that the patient has had multiple neck surgeries. The index procedure was a two-level case at (B)(4) on (B)(6) 2024. On (B)(6) 2024 pmt was notified that post index procedure, patient experience pain and underwent a revision procedure to remove cages on both sides. The case was completed successfully. At the time of this report, there was no additional information.